Event description:
In 2008 unit implanted: legs jumping uncontrollably! In severe pain. Hospital made me go home alone. Took too many pills. In hospital x 5 days. Rashes to polyeurothene and silicone coating. In misery x 6 months with joint pain worsening every day. Unit removed in 2009, rash getting better and joint pain. Seven months without unit, I still have rashes, joint pain and uncontrolled leg pain with muscles jumping. Now I'm told I have fibromyalgia! Unit kept shocking all the time making me miserable for 6 months. Still have restless legs and arms. Muscle pain. Joint pain, tmj, back and knee pain. Restless leg syndrome. Chest pain with chronic reflux, gastritis and lesions in esophagus. In pain x6 months, with rashes and severe joint pain until unit removed. Dose or amount: implanted in body down spine. Diagnosis or reason for use: severe back pain, chronic.